Manufacturer narrative:
(B)(4). Section g4: the mr850gju respiratory humidifier is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k110019. Section h11: method: the subject mr850 respiratory humidifier was received at our fisher & paykel (f&p) healthcare regional office in japan where it was inspected by a trained f&p healthcare service technician. Our investigation is based on the information and photograph provided by the f&p healthcare service technician, previous investigations of similar complaints, and our knowledge of the product. Results: the f&p healthcare service technician and photograph confirmed that the power cord was damaged, exposing the conductive wires. Conclusion: the root cause of the observed damage was not determined. During production the electrical connections of the earth wires on all mr850 respiratory humidifiers are 100% tested for electrical continuity. All mr850 respiratory humidifiers are visually inspected for damaged power cords before release for distribution. Any unit that fails these tests are rejected. The subject mr850 respiratory humidifier would have met the required specifications at the time of production. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is compliant with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.

Event description:
A distributor in japan reported that an mr850 respiratory humidifier was faulty. During servicing at the fisher & paykel (f&p) healthcare regional service centre, it was found that the power cord was damaged with exposed wires. There was no patient involvement as the issue was found whilst the device was not in use on a patient.